Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/28/2016 with the following findings: the battery compartment was cracked below the bumper pad. Unrelated to this issue, the audio bolus button was damaged, but still responsive. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 01/28/2016.